Manufacturer narrative:
On 30-jul-2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 25-jun-2024, mentor received additional information about the event. The patient was scheduled to undergo explantation on (B)(6) 2024. On 02-jul-2024, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 400cc gel breast prostheses. Reason for device explant and/or reoperation: left breast prosthesis rupture, generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-aug-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced symptoms of generalized illness and rupture of the breast implant the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured within a shell abrasion area. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Based on the information available, it has been concluded that at the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). No corrective and preventive actions can be proposed at this time. If additional information is made available, the investigation will be updated as applicable. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision procedure with a mentor memorygel breast implant 450cc gel breast prostheses when the left breast prosthesis ruptured post implantation. The rupture was confirmed by MRI scan. Additionally, it was reported that the patient had abnormal ultrasounds and that the patient developed some unexplained systemic symptoms, including joint pain, fluid, and unspecified health issues. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.